Event description:
According to the reporter, the device¿s thread broke while being used for skin closure. There will be an additional operation performed to correct the issue. New device was used to complete the case. Patient status and outcome were unknown.